Event description:
It was reported that the anti-tachycardia pacing (atp) accelerated the patients rhythm and the device exhibited a shock. It was recommended that to have this patient seen in clinic for further follow up and to reprogram the device along with change in therapy. This device remains in service. No adverse patient effects were reported.